Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin did not delivery but did not receive a no delivery alarm. Customer's blood glucose was 600 mg/dl. During troubleshooting, insulin pump passed high pressure test. Infusion set was removed and it was found that cannula was bent. Customer reported of being hospital due to non diabetes related issue; customer was dehydrated. During troubleshooting for high blood glucose, customer declined checking for leaks or air bubble andsite or insulin issues. Customer reported that settings were correct. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.